Event description:
During a vacation the week of 5/31/2006 she was hiking when she noticed that the infusion set tubing was "dangling" from the luer lock connection. She reported that she did not experience any changes in her blood glucose levels due to this event. She stated that she changed the infusion set tubing and resumed normal use of the infusion device. No product is being returned as this event occurred over a week ago. No medical assistance was required.